Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ping meter was reading inaccurately high compared to a laboratory device. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (time not specified). According to the csr's documentation, at an unknown time prior to the start of the reported meter issue the patient reportedly experienced unspecified low symptoms. The patient's testing frequency is not known and the patient's diabetes management is not known. Prior to the onset of her symptoms, it is not known what the patient's blood glucose result was (with the subject meter) and what action the patient took in response to the reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. At the time of the reported meter issue, the patient claimed she obtained a reading of 91mg/dl with the subject meter and 50 mg/dl with a laboratory device. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient denied receiving any form of medical intervention/treatment after the alleged issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have test strips used at the time of the alleged issue and the patient also did not have control solution. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's low symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.